Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the network and communication issue. The field service engineer plugged pyxis into another power outlet and booted successfully. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system device not turned on. The customer stated that the malfunction was occurred when they trying to issue medication to patient and there was no delay to the patient's workflow since the nurse managed to get the meds from the pharmacy. There were no adverse events or injuries reported based on this incident.